Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure, reportedly it was not possible to put the plate on the screw. It was reported the slotted end of the dhs/dcs screw is strongly deformed; therefore, the plate did not fit over the screw. No complaint was reported for the plate. There was no part remaining implanted in the patient, delay of surgery -20% and no adverse effect was reported. (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The dimensions were found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be found. Our investigations have shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs/dcs screw. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.